Event description:
Reportedly, on (B)(6) 2024, the vega r52 was attempted to implant at right ventricle but p wave was around 2mv and threshold was not good; there were intermitted pacing failure at 10v/0.4ms. Lead impedance was 900 ohrms. Some position was attempted but it didn¿t work. New lead of same model was implanted with good parameters.

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The screw mechanism was blocked due to the tissue residues. After thorough cleaning of the screw housing, the screw could not be retracted due to tissue/blood residues still inside the screw housing. X-rays revealed that all the components of the lead were free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported capturing failure may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6) 2024, the vega r52 was attempted to implant at right ventricle but p wave was around 2mv and threshold was not good; there were intermitted pacing failure at 10v/0.4ms. Lead impedance was 900 ohrms. Some position was attempted but it didn't work. New lead of same model was implanted with good parameters.